Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to material being caught in the nozzle that may not have been removed even though the user reprocessed the device properly in accordance with the instructions for use (IFU). The user can detect the suggested event properly by handling the device in accordance with the following IFU: "operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The IFU states as follows about reprocessing of the a/w (air/water) nozzle/channel: "precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flush the air/water channel with detergent solution". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The nozzle was not deformed but was clogged with a small black rubber due to insufficient or incorrect reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite colonovideoscope loaner was deformed which caused clogging due to insufficient or incorrect reprocessing. No patient or procedure involvement.